Event description:
It was reported that the burr detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and heavily calcified artery. A 1.50mm rotapro and watchdog were selected for percutaneous coronary intervention (pci) and atherectomy procedure. Ablation was successfully completed without any issues. During withdrawal, there were a resistance near the watchdog hemostatic valve and the physician attempted to pull out the device. A microcatheter was inserted over the rotawire, and it was noted the burr detached from the drive shaft and the burr was in the rotawire. The detached burr was removed with rotawire together. The procedure was completed successfully with this device. There were no patient complications reported.

Event description:
It was reported that the burr detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and heavily calcified artery. A 1.50mm rotapro and watchdog were selected for percutaneous coronary intervention (pci) and atherectomy procedure. Ablation was successfully completed without any issues. During withdrawal, there were a resistance near the watchdog hemostatic valve and the physician attempted to pull out the device. A microcatheter was inserted over the rotawire, and it was noted the burr detached from the drive shaft and the burr was in the rotawire. The detached burr was removed with rotawire together. The procedure was completed successfully with this device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the burr catheter used with the rotapro device returned for analysis. The rotapro advancer was not returned for analysis. The drive shaft, handshake connection, housing, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found that the coil had been stretched and detached at the distal end. Inspection of the device found that the coil had been stretched and detached at the distal end. Product analysis confirmed the reported event, as the coil was stretched and detached at the distal end.